Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The x-ray video and pictures sent were analysed. During the visual inspection, a bend in the distal part of the lead was noted, which can be considered to be the root cause of the clinical observation. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage was due to mechanical forces applied during the implantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was attempted but not implanted. The tines of the lead were hung on the tissue/ trabeculae in the right atrium, and the physician we unable to move/ reposition the lead without applying excessive force. When the lead was finally removed, there was tissue attached to the tip of the lead. A second lead ra lead was implanted without difficulty. The physician performed an echo and found that there was no effusion and the rv function was normal. Should additional information become available, this file will be updated.